Event description:
It was reported that 5 serrated cutters leaked saline at setup, and during a sinus procedure. Back-up equipment was used to complete the procedure. There was no report of pt or user injury and no adverse consequences alleged due to this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.